Manufacturer narrative:
Reportable malfunction with inomax dsir ds20170299 was documented and investigated under (B)(4). The device was returned to a regional service center (rsc) for evaluation. A review of the device's service log revealed that a low no alarm occurred in conjunction with zero flow measured by the connected injector module (im). Testing of the returned device did not reproduce the reported injector module failure alarm or low no alarm observed in the device's service log. Further inspection of the returned device identified that pin 6 of the dsir plus head's im cable receptacle was damaged. The injector module failure alarm and low no alarm observed in the device's service log was likely due to the damaged im cable receptacle pin. As a result, the device's im cable receptacle was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
On (B)(6) 2019, a customer from the us reported an issue with inomax dsir ds20170299, unrelated to the reportable malfunction. The device was not in use on a patient at the time of the event. No impact or harm to the patient reported. Inomax ds20170299 was removed from service and returned to the company for service evaluation. On 14-aug-2019, mallinckrodt was notified that there was a damaged/recessed injector module (im) receptacle pin 6 on the head of dsir ds20170299 and confirmed through the service log that a low no alarm with 0 im flow through the im had occured.

Manufacturer narrative:
This follow up was created for correction of information in (h10) of reference to the injector module failure alarm has been omitted as it did not occur. Updated statement: reportable malfunction with inomax dsir ds20170299 was documented and investigated under complaint(B)(4). The device was returned to a regional service center (rsc) for evaluation. A review of the device's service log revealed that a low no alarm occurred in conjunction with zero flow measured by the connected injector module (im). Testing of the returned device did not reproduce the low no alarm observed in the device's service log. Further inspection of the returned device identified that pin 6 of the dsir plus head's im cable receptacle was damaged. The low no alarm observed in the device's service log was likely due to the damaged im cable receptacle pin. As a result, the device's im cable receptacle was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.